Event description:
During surgery, the physician interfaced the glide with the screw. While applying downward pressure, one of the tyne's broke off and was retrieved from the pt without any complications. A second glide was used to complete the surgery.

Manufacturer narrative:
Device history record and dimensional analysis of the retrieved part was reviewed. Review of device history records indicate the device was manufactured to specification.